Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed to verify flow and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set would not flow. A non-baxter pump was utilized to facilitate the administration of unspecified antibiotics. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.